Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device was out of calibration and cutter was damaged and the cutter was replaced and device recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. It was noted that the device has not been returned for recommended annual pm, per the IFU-06001810593 the device should be returned every 12 months for inspection and preventive maintenance and annual calibration checks are strongly recommended to verify continued accuracy device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Event description:
It was reported that during surgery there was a functional defect to the mesh graft ii as the device did not function well and would take skin with it. An additional procedure was not needed. There is no info on whether there was damage to graft or if an additional graft was taken. No adverse events were reported.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.